Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that this report of laser hit the bowman membrane led to very thin flap in the left eye of a patient during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history could not be performed as information about technical checks have been requested but not provided. No root cause for the customers reported event could be determined, as not enough information was provided. The manufacturer internal reference number is: (B)(4).